Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. Helium connected tube was kinked, reconnected the tube the malfunction released. It was reported patient adverse event(death) occurred. There was no reported malfunction with the intra-aortic balloon(iab) a separate report will be submitted for the cs100 intra-aortic balloon pump (iabp).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. Helium connected tube was kinked, reconnected the tube the malfunction released. It was reported patient adverse event(death) occurred. There was no reported malfunction with the intra-aortic balloon(iab) a separate report will be submitted for the cs100 intra-aortic balloon pump (iabp).